Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of ¿high¿ on cgm, cause unknown. High bg was addressed with a correction bolus via the pump. It also was reported that the customer experienced a low blood glucose (bg) level of ¿low¿ on cgm, cause unknown. Low bg was addressed by consuming carbohydrates. Recommendation was made to consult with a healthcare provider to discuss diabetes management.